Event description:
It was reported the patient presented to the emergency department after receiving inappropriate shocks. Patient admitted that they forgot to take their medicine. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 305c23 implantable tissue valve, (B)(6) 2009; 620bg25 implantable annuloplasty band, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2008; 6947 implantable tachy lead, (B)(6) 2002. (B)(4).